Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain, instability, and clicking while walking. The cr femoral component and cs insert were revised to ts components. Rep confirmed that no further information will be released by the hospital or surgeon.